Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The helix length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for cardiac ablation. During the procedure the right ventricular (rv) lead was dislodged by the ablation catheter. The lead was explanted and replaced. The patient subsequently expired. No further information was available.